Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES system drawer 5 was failed to open. Customer tried to recover and reboot multiple times, but issue persisted. As per part investigation, it was determined that thermal damage to component U300 on the Full Height Cubie PMC (PN: 151903-01) resulting from an electrical failure. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6) was performed from the date of manufacture, 16-JUN-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. PART ANALYSIS:The reported condition of ¿ES - drawer 5 failed to open ¿ USCEREAST¿ was confirmed by Field Service Engineer and subsequently confirmed in the DCHU inspection process. According to Work Order (b)(4), The Field Service Engineer (FSE) reported that main drawer 5 FH was not detected on the bus, with no LED lights on the PMC. The PMC board for drawer 5 was removed and replaced. The station was booted back on, and all LED lights were on. All drawers and cubies were detected, and the HTA test passed. Rx inventory from drawer 5 was verified to ensure no failure occurred.During DCHU Visual Inspection: PN 151903-01: The unit was received with evidence of signs of thermal damage on component IC U300, including surface carbonization, localized charring on the top of the package.During DCHU testing: PN 151903-01: No testing was performed due to signs of thermal damage observed on IC U300.The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE: The root cause was identified as thermal damage to component U300 on the Full Height Cubie PMC (PN: 151903-01) resulting from an electrical failure. This damage compromised the communication and control signals, preventing the drawer from being detected on the bus and causing it not to open.